Event description:
A pt reported that following implantation of an intraocular lens (iol), fluorescent lights from overhead and light from other sources at certain angles cause glare. The association between this event and the iol is not known. Add'l info has been requested from the implanting surgeon.